Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/21/2023, it was reported by a sales representative via sems that an ar-611-10 tibia peg drill and ar-611-11 femoral peg drill are worn and pieces are starting to shave off. This was discovered during a case and produced debris.

Manufacturer narrative:
Based on the image from the field, it is evident that the distal tip of the ibalance® uka sportsplasty¿, tibial peg drill, is damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause of this condition is the excessive force used to pry and/or leverage the device.